Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of her essure coils was not in place/pelvic ultrasound showed echogenic focus within the endometrial canal likely representing the right essure device") in a 34-year-old female patient who had essure (ess205) (batch no. 12274610) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia in 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, 6 years 1 month after insertion of essure (ess205), the patient experienced menometrorrhagia ("severe, heavy menstrual bleeding with clotting lasting six or seven days / irregular, heavy periods with clots, that lasted more than seven days"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain during ovulation"), anaemia ("anemia"), fatigue ("fatigue"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), dysfunctional uterine bleeding ("dysfunctional bleeding"), ovulation pain ("mittleschmerz / pelvic pain during ovulation"), abdominal adhesions ("adhesions to the abdominal wall"), cervicitis ("moderate chronic endocervicitis") and peritoneal adhesions ("omental adhesions to the anterior abdominal wall"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, anaemia, fatigue, asthenia, menometrorrhagia, dysmenorrhoea, dyspareunia, dysfunctional uterine bleeding, ovulation pain, abdominal adhesions, cervicitis and peritoneal adhesions had resolved. The reporter considered abdominal adhesions, anaemia, asthenia, cervicitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, ovulation pain, pelvic pain and peritoneal adhesions to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced this combination of symptoms, as her menstrual cycle would last three to four days with light to moderate flow and she had no problems going about her daily life. It was also reported that, due to heavy periods, she had to use double the sanitary napkins to prevent bleeding onto her clothing. Since the removal surgery, her symptoms have completely resolved. Diagnostic results: on (B)(6) 2011, a pelvic ultrasound was done which showed echogenic focus within the endometrial canal likely representing the right essure device, the left device appears to be in appropriate location. It was reported that patient had low iron levels in her blood. Most recent follow-up information incorporated above includes: on 14-jun-2018: reporter¿s information was updated and new reporters were added. Furthermore the event ¿menorrhagia¿ was amended with new information and coded to ¿menometrorrhagia¿, and the event ¿endocervicitis, omental adhesions ¿ were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of her essure coils was not in place/pelvic ultrasound showed echogenic focus within the endometrial canal likely representing the right essure device") in a 34-year-old female patient who had essure (ess205) (batch no. 12274610) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia in 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, 6 years 1 month after insertion of essure (ess205), the patient experienced menometrorrhagia ("severe, heavy menstrual bleeding with clotting lasting six or seven days / irregular, heavy periods with clots, that lasted more than seven days"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain during ovulation"), anaemia ("anemia"), fatigue ("fatigue"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), dysfunctional uterine bleeding ("dysfunctional bleeding"), ovulation pain ("mittleschmerz / pelvic pain during ovulation"), abdominal adhesions ("adhesions to the abdominal wall"), cervicitis ("moderate chronic endocervicitis") and peritoneal adhesions ("omental adhesions to the anterior abdominal wall"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, anaemia, fatigue, asthenia, menometrorrhagia, dysmenorrhoea, dyspareunia, dysfunctional uterine bleeding, ovulation pain, abdominal adhesions, cervicitis and peritoneal adhesions had resolved. The reporter considered abdominal adhesions, anaemia, asthenia, cervicitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, ovulation pain, pelvic pain and peritoneal adhesions to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced this combination of symptoms, as her menstrual cycle would last three to four days with light to moderate flow and she had no problems going about her daily life. It was also reported that, due to heavy periods, she had to use double the sanitary napkins to prevent bleeding onto her clothing. Since the removal surgery, her symptoms have completely resolved. Diagnostic results: on (B)(6) 2011, a pelvic ultrasound was done which showed echogenic focus within the endometrial canal likely representing the right essure device, the left device appears to be in appropriate location. It was reported that patient had low iron levels in her blood. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure coils was not in place/pelvic ultrasound showed echogenic focus within the endometrial canal likely representing the right essure device / migration') in a 34-year-old female patient who had essure (ess205) (batch no. 12274610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced menometrorrhagia ("severe, heavy menstrual bleeding with clotting lasting six or seven days / irregular, heavy periods with clots, that lasted more than seven days"), 6 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain during ovulation"), anaemia ("anemia"), fatigue ("fatigue"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), dysfunctional uterine bleeding ("dysfunctional bleeding"), ovulation pain ("mittleschmerz / pelvic pain during ovulation"), abdominal adhesions ("adhesions to the abdominal wall"), cervicitis ("moderate chronic endocervicitis"), peritoneal adhesions ("omental adhesions to the anterior abdominal wall") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, anaemia, fatigue, asthenia, menometrorrhagia, dysmenorrhoea, dyspareunia, dysfunctional uterine bleeding, ovulation pain, abdominal adhesions, cervicitis and peritoneal adhesions had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal adhesions, anaemia, asthenia, cervicitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, ovulation pain, pelvic pain and peritoneal adhesions to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced this combination of symptoms, as her menstrual cycle would last three to four days with light to moderate flow and she had no problems going about her daily life. It was also reported that, due to heavy periods, she had to use double the sanitary napkins to prevent bleeding onto her clothing. Since the removal surgery, her symptoms have completely resolved. Diagnostic results: on (B)(6) 2011, a pelvic ultrasound was done which showed echogenic focus within the endometrial canal likely representing the right essure device, the left device appears to be in appropriate location. It was reported that patient had low iron levels in her blood. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event abnormal bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure coils was not in place/pelvic ultrasound showed echogenic focus within the endometrial canal likely representing the right essure device / migration') in a 34-year-old female patient who had essure (ess205) (batch no. 12274610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced menometrorrhagia ("severe, heavy menstrual bleeding with clotting lasting six or seven days / irregular, heavy periods with clots, that lasted more than seven days"), 6 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain during ovulation"), anaemia ("anemia"), fatigue ("fatigue"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), dysfunctional uterine bleeding ("dysfunctional bleeding"), ovulation pain ("mittleschmerz / pelvic pain during ovulation"), abdominal adhesions ("adhesions to the abdominal wall"), cervicitis ("moderate chronic endocervicitis"), peritoneal adhesions ("omental adhesions to the anterior abdominal wall") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, anaemia, fatigue, asthenia, menometrorrhagia, dysmenorrhoea, dyspareunia, dysfunctional uterine bleeding, ovulation pain, abdominal adhesions, cervicitis and peritoneal adhesions had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal adhesions, anaemia, asthenia, cervicitis, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, ovulation pain, pelvic pain and peritoneal adhesions to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced this combination of symptoms, as her menstrual cycle would last three to four days with light to moderate flow and she had no problems going about her daily life. It was also reported that, due to heavy periods, she had to use double the sanitary napkins to prevent bleeding onto her clothing. Since the removal surgery, her symptoms have completely resolved. Diagnostic results: on (B)(6) 2011, a pelvic ultrasound was done which showed echogenic focus within the endometrial canal likely representing the right essure device, the left device appears to be in appropriate location. It was reported that patient had low iron levels in her blood. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure coils was not in place/pelvic ultrasound showed echogenic focus within the endometrial canal likely representing the right essure device / migration') in a 34-year-old female patient who had essure (ess205) (batch no. 12274610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2005. On (B)(6) 2011, a pelvic ultrasound was done which showed echogenic focus within the endometrial canal likely representing the right essure device, the left device appears to be in appropriate location. It was reported that patient had low iron levels in her blood. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced menometrorrhagia ("severe, heavy menstrual bleeding with clotting lasting six or seven days / irregular, heavy periods with clots, that lasted more than seven days"), 6 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain during ovulation"), anaemia ("anemia"), fatigue ("fatigue"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abnormal uterine bleeding ("dysfunctional bleeding"), ovulation pain ("mittleschmerz / pelvic pain during ovulation"), abdominal adhesions ("adhesions to the abdominal wall"), cervicitis ("moderate chronic endocervicitis"), peritoneal adhesions ("omental adhesions to the anterior abdominal wall") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, anaemia, fatigue, asthenia, menometrorrhagia, dysmenorrhoea, dyspareunia, abnormal uterine bleeding, ovulation pain, abdominal adhesions, cervicitis and peritoneal adhesions had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal adhesions, abnormal uterine bleeding, anaemia, asthenia, cervicitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, ovulation pain, pelvic pain and peritoneal adhesions to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced this combination of symptoms, as her menstrual cycle would last three to four days with light to moderate flow and she had no problems going about her daily life. It was also reported that, due to heavy periods, she had to use double the sanitary napkins to prevent bleeding onto her clothing. Since the removal surgery, her symptoms have completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2011: results: echogenic focus within the endometrial canal likel. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of her essure coils was not in place/pelvic ultrasound showed echogenic focus within the endometrial canal likely representing the right essure device") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2011, 6 years 1 month after insertion of essure (ess205), the patient experienced menorrhagia ("severe, heavy menstrual bleeding with clotting lasting six or seven days"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain during ovulation"), anaemia ("anemia"), fatigue ("fatigue"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), dysfunctional uterine bleeding ("dysfunctional bleeding"), ovulation pain ("mittleschmerz") and abdominal adhesions ("adhesions to the abdominal wall"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, anaemia, fatigue, asthenia, menorrhagia, dysmenorrhoea, dyspareunia, dysfunctional uterine bleeding, ovulation pain and abdominal adhesions was resolving. The reporter considered abdominal adhesions, anaemia, asthenia, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovulation pain and pelvic pain to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced this combination of symptoms, as her menstrual cycle would last three to four days with light to moderate flow and she had no problems going about her daily life. Diagnostic results: on (B)(6) 2011, a pelvic ultrasound was done which showed echogenic focus within the endometrial canal likely representing the right essure device, the left device appears to be in appropriate location. It was reported that patient had low iron levels in her blood. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.